Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bowel procedure, the clips were not secure on the vessel. This occurred with three devices. The third device was used to complete the procedure. There was no adverse consequence to the patient.